Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The 5.0x40 supera referenced is filed under a separate medwatch report number.

Event description:
It was reported that the 5.0x60 supera stent delivery system (sds) was advanced to the target lesion in the superficial femoral artery (sfa) to the proximal popliteal artery. The stent was mostly deployed when there was concern about the guide wire placement. During image review, the sds and partially deployed stent were inadvertently pulled back to the mid sfa where the rest of the stent was deployed in the non-target area. The 5.0x40 supera sds was inserted and advanced to the target lesion, one cm of stent was deployed when it was decided to change out the guide wire. The sds was removed and it was noted that the tip of the sds had separated and remained in the sheath. The guide wire and sheath were removed together, successfully removing the separated tip. A new guide wire was inserted and a new supera sds was successfully deployed to complete the procedure. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. There was no reported device issue and no abnormality observed on the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The supera instruction for use (IFU) instructs: reconfirm stent position and angiographic results to assess stented area. If post-dilatation is necessary, ensure that the final stent diameter matches the reference vessel diameter. Based on the reported information, the difficulties were related to operational context of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.